Event description:
It was reported that a merlin.net transmission revealed noise on the right ventricular lead. Also noted, were unacceptable threshold. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.